Event description:
Reported by the complainant as follows: device was inserted on friday and on saturday the nurses documented that the pt was leaking stool around the anus. It was deflated and an additional 10 cc's of water added. There was documentation that it was irrigated as well. That evening, the pt reported pain from the rectal area and the flexi-tube was removed. The pt felt relief and it was left out. The pt continued to have loose stools and two days later clots from her rectum. She is now back in ICU with a gi bleed (diagnosed upper gi bleed). Nurse said that the clots were related to the upper gi bleed. A rectal exam preformed determining if there was fecal impaction before the use of flexi-seal. The pt did not have any contraindications for use of the device. Attempted to reach nurse for more info on cause of diarrhea, primary diagnosis and co-morbidities, and indications out was unsuccessful.

Manufacturer narrative:
The event is deemed serious as any upper gi bleeding can be life threatening, and would most likely prolong hospitalization to preclude permanent impairment of bodily structure or function. If it were not the primary diagnosis for which the pt was admitted. It is unk if medical or surgical intervention was required to manage this problem but assume the bleeding did not go untreated. From a clinical perspective, a causal relationship between the device and this event is deemed not related because the nurse stated the bleeding was related to the upper gastrointestinal tract and the rectal catheter has no association with that part of the anatomy. Reported to the FDA on february 16, 2012.